Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they don't feel stimulation and it is currently not working. They also said they were doing exercises the other night and they stopped feeling the sensation where they normally feel it. Since the exercises, they haven't felt anything like they had before. The event was considered a sudden change in therapy/symptoms. The patient noted they were doing leg lifts and leg work on their total gym equipment. During the call, the call center walked the patient through all of their programs, but they didn't feel anything. As a result of what was reported, the patient was redirected to their healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who noted that the action/intervention taken to resolve the loss of stimulation sensation issue was they went to the healthcare provider's (hcp) office and changed the program. No further patient complications have been reported as a result of this event.